Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+2.5/109 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022, the lens was removed on (B)(6) 2023 due to low vaulting and lens rotation. The lens was replaced with a longer lens and the problem was resolved. The lens is stable and in position.

Manufacturer narrative:
Adverse event problem - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).